Event description:
It was reported when using the bd facscanto¿ ii there was waste leakage without bleach not contained (outside the instrument). The following information was provided by the initial reporter: "during a non-cantoill service visit, the user reported to the service engineer that there was waste leakage from the wastewater sensor. The sensor was defective." The leak was not contained within the instrument. The leak was in a customer accessible location. The customer was exposed to blood/bodily fluids. There was no physical harm to the customer as a results of the leak."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined this is not a reportable event. There was no report of serious injury, medical intervention, or reportable device malfunction. Leakage of fluids is no longer considered biohazard due to contact with bleach.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd facscanto¿ ii there was waste leakage without bleach not contained (outside the instrument). The following information was provided by the initial reporter: "during a non-cantoill service visit, the user reported to the service engineer that there was waste leakage from the wastewater sensor. The sensor was defective." The leak was not contained within the instrument. The leak was in a customer accessible location. The customer was exposed to blood/bodily fluids. There was no physical harm to the customer as a results of the leak."